Manufacturer narrative:
A 7f sheath was also used with the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was treating a lesion the superficial femoral artery(sfa) using a silverhawk directional artherectomy device with spider embolic protection. The target lesion was described as calcified with severe calcification. It was reported that when physician attempted to withdraw the spider filter after the treatment, the filter would not retract into the sheath. During pull back, the filter detached from the wire. The patient was transferred to the or where the physician surgically removed the filter. During surgical intervention, it was noted that the spider filter had trapped a 2-3 mm chunk of calcific plaque which was too big to be withdrawn into the sheath. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.